Manufacturer narrative:
The company rep performed blood pressure channel checks and verified with minisim that all pressure test points were within spec. He opened the unit and verified that all connectors were secure. The iabp was calibrated and functional tested to factory specs. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, they could not acquire a blood pressure signal through the iabp's pressure connector. The pt was switched to another iabp. No pt injury was reported.